Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00047, 0002648920-2021-00048, 0001822565-2021-00927.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately 6 years post-implantation due to dislocation, altr, difficulty ambulating, elevated metal ions, and pain. The liner and head were replaced. There hasn¿t been any issues with the patient coming back after this surgery. No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00047.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately 6 years post-implantation due to dislocation and pain. The liner and head were replaced. There hasn't been any issues with the patient coming back after this surgery. No further event information available at the time of this report.